Event description:
It was reported that customer experienced continuous glucose monitor error while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, did not experience further monitor error after reset, and then successfully started new sensor session.